Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions respectively question mark results of patient samples with the anti-a and the control well of ih-card abo/d(dvi-)+rev.a1, b on their ih-1000 instrument. . The customer did neither provide a product sample for investigational testing nor the patient samples that had caused the false positive test results. Therefore, our quality control laboratory investigated their retention sample of the supposedly defective lot. First, the retention sample was visually checked for intact sealing, homogeneous gel, correct filling height and the absence of splashes in the reaction chamber. All acceptance criteria were met. Then our quality control laboratory tested the retention sample with different donor samples and the ih-basic qc on the ih-1000. The focus of the test was on red blood cells of blood groups b and o as the customer had reported false positive reactions in anti-a. All positive and negative reactions were correct. We did not observe any false positive reaction.a review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Instrument data of the affected instrument ih-1000 were requested but have not been yet provided.

Event description:
The customer reported false positive reactions respectively question mark results of patient samples with the anti-a and the control well of ih-card abo/d(dvi-)+rev.a1, b on their ih-1000 instrument . The customer did neither provide a product sample for investigational testing nor the specimens that had caused the false positive test results. But the customer provided two photos of unused cards. Signs of dried out gel could be seen in both photos. According to the instructions for use (IFU) these cards must not be used. Our quality control laboratory investigated their retention sample of the supposedly defective lot. First, the retention sample was visually checked for intact sealing, homogeneous gel, correct filling height and the absence of splashes in the reaction chamber. All acceptance criteria were met. Then our quality control laboratory tested the retention sample with different donor samples and the ih-basic qc on the ih-1000. The focus of the test was on red blood cells of blood groups b and o as the customer had reported false positive reactions in anti-a. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Instrument data of the affected instrument ih-1000 were analyzed. The files from december 5th were not available and could not be collected within the time window in which they were available. For two samples tested on december 7 we could observe a disintegration of rbcs. It looked like the sample was hemolyzed or not spun down properly. For the third sample, a qc sample, , we could see the control as question mark most probably due to dust or external particles. The well analysis of the first sample indicated that negative wells were interpreted as expected, despite the presence of tiny agglutinates dispersed throughout the gel, which the camera detected as being below the negative threshold. This was using our calibration parameters. Well analysis of the second sample showed that the anti-a well was interpreted as positive (1+) due to detectable agglutinates on the surface of the pellet (beyond the positive threshold). Well analysis of the third sample (the qc sample) showed that the anti-a and anti-b wells were interpreted as expected, despite tiny agglutinates dispersed throughout the gel below the negative threshold. However, the control well was interpreted as "?" Because the agglutinates detected are between the negative and positive thresholds (1+). The fse (field service engineer) had checked the instrument and confirmed that it operated according to specifications. Not all instrument data were available for further investigation. But the investigation of the instrument data provided confirmed the correct interpretation of the results. The fse confirmed that the device operated according to specifications. The customer states that none of the samples were hemolyzed. But we were informed that the customer did not centrifuge their controls. But according to the section specimen collection and preparation of the instruction for use (IFU) we would highly recommend the centrifugation of the controls and samples prior to use: specimen collection and preparation a distinct separation of red blood cells and plasma is recommended for optimal results. This can be achieved through centrifugation at 10 minutes at 2000g or at a time and speed that consistently produces a distinct cell/plasma interface based on the photos provided by the customer we would like to clarify that according to the IFU such cards must not be used.

Manufacturer narrative:
This is our final report on this incident.